Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of five (5) years, nine (9) months due to stenosis. The patient presented with shortness of breath and chest pain. The tavr was successfully performed with a 23mm 9755rsl valve. The patient was in stable condition post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (clinical code, type of investigation, investigation findings, investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease (cad) and hyperlipidemia (hld).

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of five (5) years, nine (9) months due to stenosis. The tavr was performed with a 23mm 9755rsl valve. The case went well and the valve was deployed with good result. The patient left or room in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.